Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the battery compartment was found to be cracked and corrosion was found on the battery compartment and cap surfaces. The black box did not show any unexplained power resets. The pump was exercised for 24 hours without power events. The pump was opened and no defects were found to the power circuit.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the pump was rebooting. The patient stated that the issue had occurred previously, and he had replaced the battery cap, but the issue continued. He stated that when he inspected the battery compartment, there was rust and corrosion in the compartment and on the end of the battery. The patient confirmed that there was no structural damage to the battery cap and battery compartment. The patient stated that his blood glucose (bg) elevated to 231 mg/dl after the pump was rebooting. There were no reported signs or symptoms of hyperglycemia, and there was no medical intervention required. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged power loss.